Event description:
The pt was revised to address anterior subluxation; poly wear of the cup was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.